Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy. The patient stated that their implanted device stopped working and that they were in so much pain. It was noted that the device stopped working in (B)(6) 2016 and the pain started about three days prior to the date of this report. The patient was redirected to their healthcare provider (hcp). The patient stated that they were moving, so a list of physicians was sent. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.